Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI # and manufacture date were not available on the date of filing. Other relevant device(s) are: software 9733763 synergy cranial s7, version 2.2.8. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while turning the system on to load a patient exam for a case, when getting into the select surgeon profile screen, the system became unresponsive. The user was unable to move the mouse or anything. He did a hard reboot of the system and when he went back into cranial, the same thing occurred. He then rebooted again and went into the spine application. He was able to proceed as normal, so he went into cranial and he was able to proceed. There was no patient present.